Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, long charge time out had been reached. It was noted that it was reached soon after the patient experienced shocks. The device was explanted and replaced. The patient was fine.